Event description:
It was reported the patient's implantable neurostimulators (ins) were implanted too deep and the patient could not recharge. The physician revised both pockets on (B)(6) 2012 and implanted the ins more superficial. Ideal coupling was confirmed during the case and post-operative. The patient recovered without sequela. Refer to manufacturer report # 3004209178-2012-09875 for ins also revised the same day.

Manufacturer narrative:
Product ID 3986a, lot# n339618, implanted: 2012 (B)(6), product type lead; product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37714, serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator; product ID 3708360, serial# (B)(4), implanted: 2012 (B)(6), product type extension; (B)(4).